Manufacturer narrative:
According to the customer contact, "attaching and removing the blade from the handle is incredibly difficult. Two incidents where staff where cut trying to remove the blade from the handles, resulting in stiches for both clinicians." Customer believes this issue was caused by this product being thicker and bulkier than another device. Due diligence has been completed. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. It has been determined that the reported event caused or contributed to a death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
According to the customer contact, "attaching and removing the blade from the handle is incredibly difficult. Two incidents where staff where cut trying to remove the blade from the handles, resulting in stiches for both clinicians."